Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument tip seems loose. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The prograsp forceps instrument did not replicate and did not confirm the customer reported complaint "tip of instrument seems loose per surgeon". Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grip test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified.